Event description:
The customer performed a blood glucose test with a result of 543mg/dl. The customer took 10 extra units of insulin based on the result. The customer stated they felt really bad and went "out of it" and slept all day. Did not seek medical attention. Controls were out of range. A request was made for the return of the suspect device and replacement product was sent.